Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section e3 & h8. Medical device problem code has been updated and provide with this report in section h6.

Manufacturer narrative:
Retainer ring = missing. Customer returned device for an alleged blank display and battery cap damage found on march 12, 2022. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Device not received with original battery cap. Battery cap damaged unknown. The device passed the active current test, sleep current test, however failed self test due to power supply test failed during self-test. Unable to redownload device due to constantly this alarm is generated when a power failure is detected being triggered. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Power supply test failed during self-test and this alarm is generated when a power failure is detected were noted during testing, however, not found in the history files and unable to redownload device due to reoccurring. This alarm is generated when a power failure is detected. Device was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. Test p-cap and reservoir did not lock properly into reservoir compartment during testing due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, battery tube threads - cracked, serial number label missing, end cap address label missing, broken reservoir tube lip, detached retainer and corroded battery tube. In summary, blank display not confirmed. Power supply test failed during self-test and this alarm is generated when a power failure is detected were confirmed during testing. Moisture damage on the electronic assembly, motor, and force sensor was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.